Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed a gradual decrease in sensing and was under-sensing. The pacing and sensing portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.